Manufacturer narrative:
(B)(4).

Event description:
Since implant, the pt never had therapeutic effect. There were no pump alarms; the pump programming was correct; and there had been no volume discrepancies. A dye study was done and no problem was found. A (B)(6) study was performed via CT scan and the imaging was questionable. The physician consulted with another physician and a subdural catheter was noted. The device system was used to deliver lioresal 2000 mcg/ml at 450 mcg/day.